Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s sleep/wake button was unresponsive and the device produced an unusual noise, prompting a replacement; the reported device was identified by serial number (B)(6). Symptoms included a low blood glucose of 57 mg/dl lasting about 30 minutes, for which the user consumed carbohydrates, with low and urgent low alerts received and no need for assistance or medical intervention. Outcomes included transient hypoglycemia without hospitalization. Investigation included customer support troubleshooting and education, confirmation of shipping for replacement, and return of the malfunctioning device for assessment. Investigation of this case revealed a hardware malfunction related to the user interface control (sleep/wake button) with no associated device alerts or alarms beyond standard cgm low alerts. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the pump¿s sleep/wake button mechanism.